Event description:
Reportedly, the clips are not closing properly, they cut the tissues instead of clipping. The pt experienced important blood loss and a longer operating time. The surgeon sutured with thread and used electrical coagulation to complete the case. Procedure: thyroidectomy. Pt sex: unknown.